Manufacturer narrative:
The insulin pump was received with no act button response due to flattened button dome switch. Unable to perform the displacement test due to no button response. No button error alarm during our testing. The lcd keypad connector was not found unlocked during our visual inspection. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 19 mmol/l. The customer stated that there is no response of any button and battery change but anomaly still persists. The customer stated that the device was not bumped or dropped. The customer was advised to return the product for analysis and is replaced by tnt.